Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was "high" (specific value was not provided). Customer gave a correction bolus via the pump to treat high bg. Reportedly, customer continued to use pump for insulin therapy.